Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. The pm was completed, and during the electrical safety tests performed by our field service engineer (fse) , the protective earth resistance at the mains power inlet measured 1 ohm, which is outside the specified limit. According to the requirements for anesthesia systems, the protective earth resistance at the mains power inlet should not exceed 100 mohms (0.1 ohm). Our field fse tightened the socket connectors, after which the protective earth reading was within the acceptable range. Our conclusion, based on the available information, is that tightening the socket connectors resolved the reported issue. However, the underlying cause of the loose ground pin could not be determined.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that during the preventive maintenance on the anesthesia system it was detected that the ground pin in the mains power inlet was a bit loose and was thus giving a bad protectively earth. There was no patient involvement. Manufacturer's reference #: (B)(4).